Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing noise and had failed to capture. The lead had also incorrectly interpreted premature ventricular contraction episodes as noise. Programming changes were done. The patient was in stable condition.

Event description:
It was reported that the patient's right ventricular (rv) lead was oversensing noise.